Event description:
The catheter was stuck with the wire in the cavity at the edge of the access catheter and the distal part of the catheter was broken with the wire. The detached part of the catheter was inside the aneurysmal sac. The area was packed with multiple coils for stabilization.